Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a candida norvegensis external quality control sample (ref. 2017-3 biologie prospective eeq) as candida krusei in association with the vitek® 2 yst test kit. The customer tested the sample with the yst card and reported a result of candida krusei. The customer was notified that the expected result was candida norvegensis. The sample was then retested and was identified as candida norvegensis. It was noted that the result for flucytosine was susceptible instead of resistant (mic = 4). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a misidentification of an external control strain (biologie prospective mycology 2017-3), candida norvegensis, that identified as candida krusei using vitek®2 v7.01 yst card. The customer did not submit the strain so tests were performed from another customer's strain (pr1366080), subcultured on sda and can2 plate. The intended identification to c. Norvegensis was confirmed on vitek® ms v3 (knowledge base v3.0). On vitek 2 (v7.01) yst cards, one (1) card of the customer lot (2430317403 called cl) and one (1) card of a random lot (2430420103 called rl) were tested from both subcultures ( sda and can2 media). These tests gave an excellent identification or a good identification to the species c. Norvegensis from both lots and both media tested. The customer misidentification to candida krusei was not reproduced in-house. The vitek 2 yst card performed as intended and no further action is required.